Manufacturer narrative:
Conclusion: device investigation on the received parts cannot identify a clear root cause due to the the incomplete device received status. According to the information received the recipient no longer had benefit with the implant after a device-unrelated surgery due to a retroauricular and cutaneous fistula in the ear canal. Additionally, the recipient has a history of petrosectomy. Reportedly the floating mass transducer was manipulated during this surgery and had to be re-attached, which likely caused damage to the device. This is a final report.

Event description:
The user no longer has hearing benefit with the device following a surgery to close a retroauricular and cutaneous fistula in the ear canal. During this intervention the surgeon had to manipulate the conductor link which moved the floating mass transducer (fmt). Therefore, the fmt had to be re-attached. Several days after the surgery the user tried to use the device again, but she had no hearing impression anymore. The user has bene reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer has hearing benefit with the device following a surgery to close a retroauricular fistula. The fmt was no longer coupled and the surgeon had to re-attach the fmt to the stapes during the surgery. Several days after the surgery the recipient tried to use the device again, but she had no hearing impression anymore.

Event description:
The user no longer has hearing benefit with the device following a surgery to close a retroauricular and cutaneous fistula in the ear canal. During this intervention the surgeon had to manipulate the conductor link which moved the floating mass transducer (fmt). Therefore, the fmt had to be re-attached. Several days after the surgery the user tried to use the device again, but she had no hearing impression anymore.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient no longer had benefit with the implant after a device-unrelated surgery due to a retroauricular and cutaneous fistula in the ear canal. Reportedly the floating mass transducer was manipulated during this surgery and had to be re-attached, which likely caused damage to the device. Re-implantation is planned but no date has been scheduled yet.